Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, an obscure plastic sleeve was found on the catheter. When the taxus express2 2.75x24mm drug eluting stent was removed from its packaging, there was no balloon protector in place. What they did see was a plastic "obscure" sleeve just behind the stent on the catheter. It wasn't the usual color of the balloon protector, so they removed it from the field and exchanged it for another device. The device was not used on the pt. No pt complications were reported. Pt condition is satisfactory.